Event description:
It was reported that during an implant attempt the doctor complained that the "lobe" or "part outside the lead insulation near the proximal tip" was occupying the pocket. The physician attempted to cut the lobe, however, the lead insulation was cut instead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.